Event description:
Additional information was reported, indicating that the rv lead was observed to have failed to capture at maximum output. This occurred intermittently. The physician suspected that a lead break was the cause. Thus, the lead was abandoned surgically and replaced. It was also noted that the patient's left subclavian vein was occluded, thus the system was implanted on the right side. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
This report is being filed to correct the device manufacture date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead from another manufacturer, that is connected to this pacemaker, had a high out of range pace impedance alert. Noise oversensing was also observed, post impedance alert. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. This pacemaker remains in service. This report will be updated, should additional information be received.